Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) had run diagnostics on the unit, cleaned the sensor board, and retested the device to verify functionality. All tests completed successfully following the cleaning, and no further issues were observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, main drawer 1.6 opened two spaces instead of one. The customer reported that when users attempted to pull a medication from main drawer 1.6, two pockets opened simultaneously instead of a single designated space. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.